Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. The customer's blood glucose level ranged from 122-124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.